Event description:
During a robotic procedure, the prograsp forceps broke. More specifically, the wiring broke. This was taken off of the field and a new one was opened to replace it. As far as I am aware, this did not cause the patient any damage.